Event description:
International customer reports that a pt presented with a recurrent hernia at an unspecified time following a previous hernia repair. The anatomic site and relationship to the previously implanted device were not provided. The pt was taken to surgery for repair at which time multiple adhesions were observed. The previously implanted mesh remains implanted.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.